Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient discontinued using and charging the ipg in 2013 due to pocket heating while charging (reference MFR. Report: 1627487-2016-03632). As a result, the ipg is unable to communicate with external devices. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored post-operatively.